Event description:
A patient undergoing a basic evaluation that began on (B)(6) 2016 reported they felt sore near the incision site and down the lower back in (B)(6) 2016. The patient had pinching on their side and it was very painful. The patient decrease stimulation, but it didn't help. The incision site was infected and the patient's health care provider (hcp) had already put them on antibiotics.